Event description:
It was reported that eight days post implant, the patient presented to the ER due to chest pain. Device interrogation found a loss of capture and decreased sensing. Diagnostic imaging revealed a pleural effusion and pericardial effusion. The rv lead perforated the right ventricle. A pericardiocentesis was performed and the rv lead was repositioned. The patient condition is good.